Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call; unable to contact the customer via telephone at call backs on 07/10/2017, 07/11/2017 and 07/12/2017. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from non-fasting results obtained of 440, 252 and 340 mg/dl. The customer's expected fasting blood glucose test result range is 161 - 186 mg/dl. The customer's expected non-fasting blood glucose test result range is 186 - 191 mg/dl. Customer was more concerned that results were erratic than high. At the time of the call on (B)(6) 2017, the customer reported having a headache, feeling weak and exhausted and also was urinating more than usual. Customer denied the need for medical attention at the time of the call. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/22/2018 and open vial date at time of call is three weeks. The meter memory was reviewed for previous test result history: the 340mg/dl (B)(6) 2017 10:58 am fasting:no, the 252mg/dl (B)(6) 2017 10:55 am fasting:no, the 440mg/dl (B)(6) 2017 10:50 am fasting:no, the 167mg/dl (B)(6) 2017 10:15 pm fasting:yes, the 186mg/dl (B)(6) 2017 01:32 pm fasting:yes. Memory concerns:440mg/dl 340mg/dl 252mg/dl. Customer called in stating her meter is reading erratic.